Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an open anterior resection. After being used on tough tissue inside the pelvis, the probe broke off and fell off inside the patient body. The fragment of the probe was retrieved by hand. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on (B)(6) 2016, omsc confirmed that the probe tip broke down at 20 mm from the distal end. The broken probe tip has not been returned. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. There was a spark mark on the metal part of the grasping section. The proximal side of the tissue pad worn away. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the reported phenomenon occurred by the following mechanism; the user activated the seal & cut output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end worn away. A spark occurred since the proximal side of jaw and probe came into contact, consequently a scratch on the probe occurred. The probe cracked due to a load on the probe by seal & cut activation or grasping tissue. The probe was broken due to an additional load on the probe. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.